Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.